Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg was explanted and replaced due to being inoperable as result of the inability to charge. An sjm representative confirmed the communication issue using external devices. The pt is receiving effective stimulation following the surgical intervention.